Event description:
The doctor reported the abutment screw fractured inside the implant. The implant had to be removed.

Manufacturer narrative:
Visual inspection of the component iunihg certain® gold-tite® hexed screw as returned has confirmed the reported event. A fractured screw remains stuck inside of the implant. The remaining portion of the screw has not been returned for review. The internal hex and threads of the implant have been damaged. Scratches also appeared on the external collar of the implant. Review of the DHR records for the implant did not provide any indication of a manufacturing deviation that would contribute to this event and no non-conformity related to this issue was found. A definitive root cause cannot be determined.